Event description:
Bayer case number: (B)(4). Medical device removal. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("medical device removal") in a 31-year-old female patient who had essure inserted for female sterilisation. As concurrent condition the report mentioned nickel allergy. The only concomitant product mentioned was mirena (levonorgestrel) until (B)(6) 2015. On (B)(6) 2014 she underwent medical device removal (seriousness criterion intervention required). Essure was removed on (B)(6) 2024. On an unknown date, the patient had essure inserted. The patient was treated with surgery (robotic hysterectomy with bilateral salpingectomy and cystoscopy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: bilateral essure coils were visualized on fluoroscopy. There were 2 coils noted in the patient's right fallopian tube, 1 coil in the left. The tubes were noted to be blocked. There was no tubal spill on either side following injection of the dye. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2015: essure coil noted in the bilateral tubes. Two essure coils noted on the patient's right. Tubes were noted to be blocked. No tubal spill was noted bilaterally. Iud was in the appropriate location in the uterus and was removed at completion of the hsg [pathology test] on (B)(6) 2014: findings: normal appearing uterus, tubes, ovaries. Essure coils noted in appropriate location in the proximal tubes and uterine cornua. Pathology: uterus, bilateral tubes. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analysis of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.